Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibrate anomaly. Customer's blood glucose level was 123 mg/dl. Customer stated it was happened during normal use. Customer stated no vibration during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test. Device received with audio options vibration settings in the off mode. Turned vibrations settings on and device functioning properly afterwards. Device functioning properly during testing.